Manufacturer narrative:
The exact cause of the patient's symptoms cannot be determined. The device was not returned as requested and the lot number was not provided; therefore, no investigation can be performed. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The home training nurse reported a patient with a past medical history of end stage renal disease was admitted to the hospital for muscle weakness, bone pain, and burning in feet, hands and lips. According to the nurse the patient had impaired iron absorption and was struggling to increase his hemoglobin and iron panel. The patient was released the following day and has returned to home hemodialysis treatments. The patient's symptoms are ongoing but lessening. No additional information has been provided.